Event description:
A healthcare facility in france reported via a fisher & paykel healthcare (f&p) field representative that the audible alarm of the mr850 respiratory humidifier was not functioning. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the speaker component from the subject mr850 respiratory humidifier was returned to fisher & paykel (f&p) healthcare new zealand for evaluation. Results: the returned component was fitted to an mr850 test set-up to confirm if sound was produced by the speaker. Testing of the component confirmed that no sound was heard from the pcb. The speaker was also disassembled and one of the wire coils was found broken. Conclusion: the cause of the speaker failure was due to an open circuit condition of the speaker coil. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation".the mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Manufacturer narrative:
(B)(4). Fisher and paykel healthcare (f&p) are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in france reported via a fisher & paykel healthcare (f&p) field representative that the audible alarm of the mr850 respiratory humidifier was not functioning. There was no reported patient involvement.